Event description:
It was reported that during the allograft processing the device produced an incomplete mesh. The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as it relates to this event. During device evaluation, it was discovered that the cutter failed the test cut. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The results of the investigation are as follows: review of the most recent repair record determined the cutter failed the test cut. The collars and gear were replaced; however, cutters cannot be fully repaired without replacement. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.